Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2008. Patient has experienced pain, difficulty walking, and elevated cobalt blood levels. Patient had the right asr hip implant explanted on (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: milky fluid consistent with metallosis; loose acetabular component. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.